Event description:
It was reported that a day after implant, this right ventricular (rv) lead exhibited intermittent loss of capture (loc). It was noted that the patient was experiencing bradycardia symptoms. Xray images were taken which showed a micro perforation of the lead. A lead revision procedure was performed. This rv lead was explanted and replaced with a new lead successfully. No additional adverse patient effects were reported.